Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports via (B)(4) that the dr was cutting tissue during surgery and the scissors broke. On (B)(6) 2011, customer reports via e-mail that the surgeon was performing a general surgery abdominal procedure and while cutting soft tissue the scissors broke at the jaw site. The piece was easy to remove, x-ray taken and negative for anything left in the wound. They reported no pt harm, no potential for harm.